Manufacturer narrative:
¿As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.¿

Event description:
Surgeon was impacting the acetabular shell when the impaction platform broke and bent the end of the impactor handle. The case was completed successfully with no issues. Case type: tha. Update: no debris/components left in patient and no missing components.

Manufacturer narrative:
Reported event: surgeon was impacting the acetabular shell when the impaction platform broke and bent the end of the impactor handle. The case was completed successfully with no issues. Product identification: the returned device was confirmed to be a shell impaction platform, p/n 206270, l/n 45021115, and RMA 271001. Product inspection: visual inspection: the device was found fractured near the button in the transverse plane. Figures showing the failure are attached. Product history review: review of device history records show (B)(4) devices were accepted into final stock on 11/19/2015 with no reported discrepancies. Complaint history review: review of complaints show for p/n 206270, l/n 45021115 show two (2) other complaints related to the alleged failure. The pr# are (B)(4). Nc/CAPA history review: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event. Conclusion: the device was found fractured near the button in the transverse plane. The failure mode in this investigation was confirmed.

Event description:
Surgeon was impacting the acetabular shell when the impaction platform broke and bent the end of the impactor handle. The case was completed successfully with no issues. Case type: tha. Update: no debris/components left in patient and no missing components.